Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the pop-up alarm on the bedside monitor is not showing. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed the issue was due to the discontinuity in the nicu philips multicast address range. The fse reconfigured the multicast address range and verified that the overview alarming is functioning correctly. The device was confirmed to be operating per specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating there was an issue with the pop-up alarm on the bedside monitor not showing. The device was in use at the time of the event. No adverse event occurred.